Event description:
During a spinal denervation procedure using a lesion generator, the pt became very jumpy and was not very cooperative. The pt received ample sedation in order to complete the procedure. Afterwards, a small burn was noted at the grounding pad site on the right upper thigh. The grounding pad burn may have occurred when the pt became agitated, possibly causing poor contact between the pad and the skin. During the following week, a second small burn was discovered on the pt's back where the lesion generator treatment electrode was inserted. The electrode used was not identified, but three out of four inspected had breaks in the insulation. The breaks would explain how the rf burn on the back occurred. The attending physician believes that the back burn also explains why the pt was jumpy during the procedure.